Event description:
It was reported via repair work order that the foot section calf support was not locking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.